Event description:
The customer reported that the 4k camera head image quality breaks down for the third time, as well as (2) times in 2022. There were no reports of patient harm. Additional information is requested regarding the additional occurrences in the year 2022.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. The evaluation found a complete loss of image function due to a faulty cable. Additional findings were: the camera head cable twisted causing the video cable break as well as the image problem reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see medwatch reports with related patient identifiers: (B)(6) and (B)(6) for the events that occurred in 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a faulty cable. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.